Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black and had lines that blocked the graphics and text. Subsequently, it was reported that a malfunction alarm occurred. The customer's blood glucose was 118 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.